Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose level was 105 mg/dl. Reportedly, the contact loaded a new cartridge and successfully resumed insulin delivery.